Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination by the patient. The pd effluent culture result of staphylococcus epidermidis supports the cause of touch contamination. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. The malfunction prevented the patient from administering antibiotics resulting in the hospitalization. Therefore, the peritonitis event was not the cause of the patient¿s hospitalization. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call reported that they were receiving a draining slowly message and that the solution was discolored and cloudy. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the solution was cloudy and discolored because the patient had peritonitis. Upon follow up, the pdrn stated the patient was diagnosed with peritonitis on (B)(6) 2022. The pd effluent cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis was attributed to touch contamination by the patient. The pdrn stated that the patient is on intraperitoneal (ip) antibiotics with ancef daily for 21 days (dose not provided). The patient was hospitalized on (B)(6) 2022 due to the pd catheter not working and the patient being unable to administer antibiotics. The pdrn stated the catheter was corrected (unspecified) and the patient was discharged to home on (B)(6) 2022. The patient continues to complete pd therapy and the antibiotic regimen utilizing the liberty select cycler. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call reported that they were receiving a draining slowly message and that the solution was discolored and cloudy. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the solution was cloudy and discolored because the patient had peritonitis. Upon follow up, the pdrn stated the patient was diagnosed with peritonitis on (B)(6) 2022. The pd effluent cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis was attributed to touch contamination by the patient. The pdrn stated that the patient is on intraperitoneal (ip) antibiotics with ancef daily for 21 days (dose not provided). The patient was hospitalized on (B)(6) 2022 due to the pd catheter not working and the patient being unable to administer antibiotics. The pdrn stated the catheter was corrected (unspecified) and the patient was discharged to home on (B)(6) 2022. The patient continues to complete pd therapy and the antibiotic regimen utilizing the liberty select cycler. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Since the lot number of product involved is unknown a search on the product delivery search system was performed of the lots delivered to the patient with a time frame of three months¿ prior the event date. At this time a search in the product delivery search system was performed, to verify the product availability for companion samples at the distribution center (dcs); the entire lot has been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide p/n 480145 and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call reported that they were receiving a draining slowly message and that the solution was discolored and cloudy. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the solution was cloudy and discolored because the patient had peritonitis. Upon follow up, the pdrn stated the patient was diagnosed with peritonitis on (B)(6) 2022. The pd effluent cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis was attributed to touch contamination by the patient. The pdrn stated that the patient is on intraperitoneal (ip) antibiotics with ancef daily for 21 days (dose not provided). The patient was hospitalized on (B)(6) 2022 due to the pd catheter not working and the patient being unable to administer antibiotics. The pdrn stated the catheter was corrected (unspecified) and the patient was discharged to home on (B)(6) 2022. The patient continues to complete pd therapy and the antibiotic regimen utilizing the liberty select cycler. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.